Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to the cuff not filling up from a fluid leak as a result of a hole in the cuff. The aus cuff was explanted. There where to patient complications in relation to this event.